Manufacturer narrative:
(B)(4).   Upon review of this complaint from an investigation perspective, it is considered that the wagner sl revision, trial stem, distal, within this complaint, does not impact the reported event. The device involved in the reported event has already been reported. See report number 0009613350 - 2023 - 00208. Given the above information, this product will now be considered an associated item.

Event description:
Upon review of this complaint from an investigation perspective, it is considered that the wagner sl revision, trial stem, distal, within this complaint, does not impact the reported event. The device involved in the reported event has already been reported. See report number 0009613350 - 2023 - 00208.

Manufacturer narrative:
(B)(4). Report source¿ italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during hip arthroplasty surgery, a wagner trial stem was selected. During this operation the interconnection screw between the metaphysis and the taproot was broken, making its removal difficult. The surgeon had to lengthen the incision and make a femoral resection to extract the trial stuck in the femur and then make a reduction and implant a longer stem. The surgical time increased by 90 minutes. Due diligence is in progress for this complaint; to date no additional information or product has been received.